Manufacturer narrative:
Patient height reported as (B)(6). A product investigation was completed: one large hexagonal screwdriver shaft/long (part 314.560 lot 3017208) was received for evaluation. This complaint is confirmed, as the returned device was received with the distal hex tip missing. Only one jagged edge of one corner of the distal hex tip still remains. The sheared off tip was not returned for evaluation. A visual inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The relevant drawings were reviewed during this evaluation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. However, the complaint condition was most likely caused by excessive torsional force being applied to this device during screw extraction due to boney ingrowth. It is not likely that the design of the instrument contributed to this complaint. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age & dob not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 04 november 2008, 314.56, lot 3017208. No ncr's were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with an unknown synthes plate on unknown date for a tibial fracture. As part of the planned treatment, patient was returned to surgery on (B)(6) 2016 for removal of the plate and implant of a total knee system. During this procedure, while removing the plate, it is reported the tip of the hexagonal screwdriver shaft broke off. The fragment was easily removed, no fragments remain in patient. Another screwdriver shaft was readily available and was used to complete removal of the plate system. Surgery was delayed approximately 2 minutes due to this issue, but was completed successfully. Patient reported to be doing well. This complaint is for one part data. This report is 1 of 1 for (B)(4).